Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that an atec procedure was performed and during the procedure, the location of the lesions subject to biopsy was corroborated with a prior mammogram, without finding foreign bodies or calcified sutures. A sample was obtained finding metallic material similar in characteristics to a piece of aluminum, interspersed with the pathological piece obtained. The needle, rotating scalpel, clip introducer, as well as metallic material from the sample collection basket were checked, without finding structural damage in any of the mentioned pieces. A mammographic control was carried out without finding evidence of metallic burrs or residual foreign bodies in the patient, therefore it was assumed that the material was loose inside the basket. The patient did not require medication, imaging, or surgery as a result of this event. No additional information available.